Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had a knee replacement a few years ago at an unknown hospital. Patient came to surgeon for knee discomfort. Surgeon thought the knee was unstable and wanted to do a poly swap for a thicker insert. So the patient had surgery on (B)(6) 2021 for a poly swap for a thicker insert. Doi: unknown dor: (B)(6) 2021 right knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received stating that it is unknown whether the patella was a pre-existing condition, or due to surgical intervention. The patient appeared to have a depuy resurfaced patella, it also was not removed. The doctor had to remove the insert in pieces because exposure wasn't good and there was a lot of scar tissue from the previous surgery. So he thought it would be easier to cut it up in smaller pieces for removal.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.